Manufacturer narrative:
Found that the steri mate was damaged, the coil form was coming out of the handpiece. The water hose was kinked restricting water flow. The solenoid was damaged where the water hose connects, gray piece was broke in half.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron touch g1000 scaler, there was a lack of water flow and the handpiece was heating up; no injury resulted.